Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer overcorrected for a prior bg level. Low bg was addressed by consuming glucose tablets and sugar water. Emergency medical technicians were called and administered sugar water intravenously. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.